Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing noted on the presenting electrograms (egm) for the right ventricular (rv) lead. It was further reported there were premature ventricular contractions (pvc) that were undersensed, additionally on one non-sustained ventricular tachycardia episode two pvcs were undersensed. It was noted there were ventricular pace makers after the pvcs. The lead remains in use. No patient complications have been reported as a result of this event.